Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during an intramedullary nailing procedure, the surgeon was unable to grip the tens (titanium elastic nail system) nail. Surgeon continued trying to use this instrument but then decided to use an alternative instrument to continue. Delay 30 minutes. No adverse event to patient. This is report 1 of 1 for (B)(4).